Event description:
Event description boston scientific received information that during the implant procedure, this left ventricular lead exhibited high impedances at 2600 ohms with no capture with the pacing system analyzer. The lead was removed and replaced. No adverse patient effects were noted.